Manufacturer narrative:
The blue striped tubing was disconnected from both luer connectors on the main system stopcock and one luer connector on the patient line stopcock. It is undetermined how or when this damage occurred. A review of the manufacturing records showed no anomalies.

Event description:
It was reported that there was a disconnection between the patient line and the luer connector. The patient developed an infection.